Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm. The customer stated that the alarm occurred after the customer bolused. The customer's blood glucose was 180 mg/dl. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.